Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he would be standing still in one position and stimulation would increase so high that he could barely move and then it would decrease back down on its own. The patient noted that he would not change positions or use the programmer during the time when the changes were happening. The patient stated that he expected stimulation to decrease when changing to a sitting or laying position and stimulation did not decrease in those positions. The patient checked that adaptive stimulation was on and in the correct position during those changes during the call. The patient mentioned he knew stimulation shouldn¿t be on while driving but he had it on and was at a stoplight when he pushed the gas pedal and stimulation ¿dimmed down¿ to where he could not feel stimulation. The patient reported that he could not access pulse rate or width on group e and it was reviewed that if group e was an adaptive stimulation program the patient would not be able to access those settings. There were no traumas or falls and no recent medical te sts or electromagnetic exposure. The indication for use was non-malignant pain.